Event description:
The manufacturer received info alleging the nurse call jack was damaged. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's interface board was replaced to address this issue. During the evaluation a service required message was found in the error log. The ventilator's sensor board was replaced to address this issue.